Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the distal tip of a flexor ureteral access sheath protruded from the packaging seal, breaking the sterile barrier. The device did not make patient contact. A new device was used during the procedure.

Event description:
No new patient or event information to report since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, the distal tip of a flexor ureteral access sheath protruded from the packaging seal, breaking the sterile barrier. The device did not make patient contact. A new device was used during the procedure. Investigation evaluation: reviews of the complaint history, device history record, and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The complaint device was returned to cook in sealed packaging. Approximately 1.3cm of the distal tip of the device appears to have been pushed through the first end seal. There is no damage to the device tip that would be present had the device been in place when the package was sealed. Cook completed a review of the device history record (DHR). The DHR for the report lot recorded no relevant non-conformances. A lot history search found no other complaints have been reported for this lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. The product specification for the complaint device was reviewed and the seals for pouches are inspected during quality control checks. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that it is likely the distal tip of the device was pushed through the pouch seal as a result of shipping forces. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.